Event description:
Information received from the field notes that the ventri- cular lead had impinged on the tricuspid valve, causing severe tricuspid regurgitation. The lead was repositioned and the mitral and tricuspid valves were repaired. Post repositioning, the patient experienced syncope. The lead was found to exhibit high capture thresholds, low impedance and insulation failure.